Manufacturer narrative:
(B)(4). D10: additional medical product: unknown persona 10mm 8-9/cd mc articular surface; unknown size 8 narrow cr porous femoral component. G2: foreign: australia. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, one (B)(6) year and (B)(6) months post-implantation, the patient underwent revision surgery due to instability in flexion. The femoral component, articular surface, and patella were replaced without complication. Due diligence is complete as multiple attempts have been made however all available information has been provided.